Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 441 mg/dl. Customer¿s high blood glucose value of 205 mg/dl at the time of incident. Customer alleging possible insulin pump under delivery. Customer was performed high pressure test and no alarm was detected. Customer stated that the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. The device will be returned for analysis.